Event description:
The facility reported a flo-gard infusion pump with a malfunction of "damage, infusion not lower." After further investigation, the facility later clarified that the malfunction of the device was that the "equipment will not dispense." The event was reported to have occurred upon power up in the intensive care unit. The hospital representative did not have any information on patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump not dispensing was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.